Event description:
A wound care nurse called in and stated she was unable to deflate an fms balloon inside the patient. The reporter she planned on cutting the tube to remove the device. The wound care nurse called back and stated she disconnected and reconnected the luer lock syringe and was able to deflate the fms balloon.

Manufacturer narrative:
Based on the available info the event is deemed a reportable malfunction. No additional patient/event details have been provided to date. Should additional info becomes available a follow-up report will be submitted. A return sample for evaluation is not expected. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site, thus both potential manufacturing site numbers are listed below. The actual date of event is unk, so the date used was the date convatec became aware.